Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, a replacement part has been sent to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the obs, ms body diffusion rt with pc (B)(4) handle overheated. The reporter confirmed that there is no patient involvement associated on this event.